Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon device interrogation, the physician noted an inappropriately treated episode due to noise which could be reproduced by manipulating the device in the pocket. The patient was admitted to the hospital and monitored with device therapies turned off. The patient was later transferred yesterday to hospital "carlo poma" in mantua where the diagnostic process will continue, and clinical reevaluation and system review will be scheduled in the coming days. No other adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure on (B)(6) 2025, and their entire s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 52 millimeters (mm) from the terminal end. Analysis has determined in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon device interrogation, the physician noted an inappropriately treated episode due to noise which could be reproduced by manipulating the device in the pocket. The patient was admitted to the hospital and monitored with device therapies turned off. The patient was later transferred yesterday to hospital "carlo poma" in mantua where the diagnostic process will continue, and clinical reevaluation and system review will be scheduled in the coming days. No other adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure on (B)(6) 2025, and their entire s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon device interrogation, the physician noted an inappropriately treated episode due to noise which could be reproduced by manipulating the device in the pocket. The patient was admitted to the hospital and monitored with device therapies turned off. The patient was later transferred yesterday to hospital (B)(6) where the diagnostic process will continue, and clinical reevaluation and system review will be scheduled in the coming days. No other adverse patient effects were reported.